Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (-) p (+): pilot: difference test. There was no serious patient harm or injury that occurred or was reported. The customer has declined follow-up service by the manufacturer and indicated that the device will be repaired by their own service personnel. A final report is being submitted. If additional information becomes available, a supplemental report will be filed.